Event description:
The trial patient reported they started hearing a 5-tone beep every 20 minutes after they had a dose adjustment on (B)(6) 2015. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).